Event description:
It was reported that the impedance has increased in a short time period. The lead remains in use. No patient complicaitons have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance has increased in a short time period. The lead remains in use. No patient complications have been reported as a result of this event. It has been further reported that the lead has been capped and replaced. No patient complications have been reported as a result of this event.